Event description:
Drain placed at time of surgery on (B)(6) 2018. Drain broke upon removal in clinic on (B)(6) 2018. Not identified until CT performed on (B)(6) 2019 following pt's complains of abdominal pain.